Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check loss of capture was noted on the right ventricular (rv) lead. In addition no rv sensing was noted in the bipolar configuration while sensing was seen in the unipolar configuration. The pace impedance measurements showed an abrupt increase in values since middle of (B)(6) 2017, with values stabilizing to date and not out of range. Noise was also reported. The device was reprogrammed to aai only pacing. No adverse patient effects were reported.